Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead exhibited an increased atrial capture threshold. And intermittent capture at high output. The capture anomaly was able to be reproduced with arm movements. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.